Event description:
On (B)(6) 2007, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2007, an additional procedure was performed whereby a contralateral leg component and aortic extender component were implanted to treat a distal type I endoleak with aneurysm enlargement. On (B)(6) 2008, an additional procedure was performed whereby two aortic extender components were implanted. On (B)(6) 2012, an additional procedure was performed whereby an aortic extender component was implanted.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. The reasons for the interventions performed on (B)(6) 2008 and (B)(6) 2012 are unk. Please note: the intervention performed on (B)(6) 2007 was captured under medwatch #2953161-2007-00180. Since the (B)(6) 2007 was reported, the date of event was noted as (B)(6) 2008 to capture the next reportable event.